Manufacturer narrative:
Device evaluation: during evaluation of the sample a crease was observed on the anterior view running to the posterior view. Leak testing revealed a tear within the crease noted in the posterior aspect measuring approximately less than 0.1 cm. No other anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: right-mentor smooth round moderate profile 350cc saline breast implant, catalog number 3501655, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the left side deflated after implantation. Doctor performed a physical exam on (B)(6) 2019 and confirmed a left side deflation. As a result underwent bilateral removal and replacement as follow: left replaced with catalog number 3502425, serial number (B)(4), and right replaced with catalog number 3502425, serial number (B)(4) on (B)(6) 2019.